Event description:
Deceased was undergoing left heart catheterization/angiogram. Deceased had a @ 40% lad narrowing. Cardiologist or technician "pre-maturely" inflated the cordis stent at the lad. Cardiologist attempted to retrieve the stent for approximately two and a half hours. All attempts failed. Deceased coded and was revived and then coded again and expired due to acute mi. Hospital: medical center,